Event description:
During clinical inservicing at the hospital, the device was reported to have the following problems: inttermittent switching between battery and ac power, system failed on power-up. Eval found a poor solder connection on the power supply board.